Event description:
Patient reported right side "rupture", ¿withered¿, pain, ¿water leaking from the areola¿, and "infection (unknown onset)". Healthcare professional later reported capsular contracture baker grade iii and "asymmetry, hardening, undulations, and severe pain" confirmed via MRI and that there was no rupture. Treatment: clavulin, cephalexin, omeprazole. Device has been explanted.

Manufacturer narrative:
Further information summary: with the information collected during the investigation, there is enough evidence to support that units involved in this work order were manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength inspection was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(6) is not related to any additional complaint infection record reported as of today. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated with the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
Patient reported ¿withered¿, pain, ¿water leaking from the areola¿, "infection". Later, healthcare professional reported capsular contracture baker grade iii and "asymmetry, hardening, undulations, and severe pain" confirmed via MRI. This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: ¿withered¿, pain, ¿water leaking from the areola¿, infection" and later capsular contracture baker grade iii. The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: infection and capsular contracture baker grade iii. Clarification to partial date of occurrence: "3 months" was provided.